Manufacturer narrative:
Insulin pump received with cracked battery tube threads. Unable to perform displacement test due to broken buttons. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.